Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since (B)(6) 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since april 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) -2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general) / heavy bleeding"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish"), depression ("depression"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication-yes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with butalbital, caffeine;paracetamol (parageniol caff), paracetamol (apap) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, headache, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge and bladder disorder had resolved and the vaginal haemorrhage, anxiety, depression, migraine, nausea, dysmenorrhoea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 12515308 manufacture date: 2012-01 expiration date: 2014-07. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome of vaginal infection and vaginal discharge added new reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since october 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since (B)(6) 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general) / heavy bleeding"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish"), depression ("depression"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication-yes"). The patient was treated with butalbital, caffeine;paracetamol (parageniol caff), paracetamol (apap) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, headache, abdominal pain and metrorrhagia had resolved and the vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 12515308 manufacture date: 2012-01 expiration date: 2014-07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- vaginal discharge,metrorrhagia, post removal complication-yes. Reporter information were added.seriousness criteria (medically significant) of event genital haemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a 29-year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since (B)(6) 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since (B)(6) 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 12515308 manufacture date: 2012-01 expiration date: 2014-07 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since (B)(6) 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since (B)(6) 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general) / heavy bleeding"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish"), depression ("depression"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication-yes") and bladder disorder ("bladder or urinary problems changes"). The patient was treated with butalbital, caffeine;paracetamol (parageniol caff), paracetamol (apap) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, headache, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge and bladder disorder had resolved and the vaginal haemorrhage, anxiety, depression, migraine, nausea, dysmenorrhoea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 12515308 manufacture date: 2012-01 expiration date: 2014-07. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome of vaginal infection and vaginal discharge added new reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since (B)(6) 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since (B)(6) 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018 and paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general) / heavy bleeding"), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish"), depression ("depression"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge"), post procedural complication ("post removal complication-yes") and urinary tract disorder ("bladder or urinary problems changes"). The patient was treated with butalbital, caffeine;paracetamol (parageniol caff), paracetamol (apap) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal infection, headache, dyspareunia, abdominal pain, metrorrhagia, vaginal discharge and urinary tract disorder had resolved and the vaginal haemorrhage, anxiety, depression, migraine, nausea, dysmenorrhoea, fatigue and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion.. Lot number: 12515308 manufacture date: 2012-01 expiration date: 2014-07. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding(general) / heavy bleeding') in a (B)(6) year-old female patient who had essure (batch no. 12515308) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diarrhea, anal discomfort, nasal congestion, constipation, vomiting, stomach virus and adenomyosis. Concomitant products included alprazolam (xanax) since (B)(6) 2012 for anxiety and depression, propranolol since (B)(6) 2017 for hypertension, zolpidem tartrate (ambien) since (B)(6) 2017 for insomnia, topiramate since (B)(6) 2016 for seizures as well as fluoxetine hydrochloride (prozac) since (B)(6) 2012 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 28 days after insertion of essure. In (B)(6) 2012, the patient experienced nausea ("nausea") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - left side and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, headache and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and medical record received. Lot number added. Reporter and patient demographics were added. Medical history, laboratory data, concomitant drugs were added. Updated suspect drug indication. Events menorrhagia, vaginal bleeding, vaginal infection, anxiety / mental anguish depression, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia, fatigue, abnormal bleeding(general) / heavy bleeding and abdominal pain added. Ablation for menorrhagia. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.